Event description:
It was reported that a spectrum pump displayed sys error 322. Any pt involvement, injury or medical intervention is unk.

Event description:
Additional information was received from the customer. The customer supplied the correct device serial number and stated that the device did not have a system error 322 and was reported to baxter in error.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed an a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer report no.:(B)(4). Additional information was received from the customer. Due to the additional information received from the customer, it was concluded that the reported malfunction did not occur and this event is determined to not be a reportable event. The manufacturer report number 1314992-2015-07155 can be removed from the FDA database. The serial number of the device was updated.